Manufacturer narrative:
The investigation concluded that lower than expected vitros tsh results were obtained from samples collected from a single patient and processed using a vitros 5600 system. The tsh results were compared to results obtained from a non-vitros method. The assignable cause of the lower than expected vitros tsh results could not be determined. However, a sample interferent that affects the vitros tsh assay, but not the non-vitros assay, cannot be ruled out as contributing to the event. There was no indication vitros tsh reagent lot 5690 or the vitros 5600 system malfunctioned. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5690.

Event description:
A customer obtained lower than expected vitros tsh results on two different days from samples collected from the same patient tested on a vitros 5600 system, when compared to the results obtained from a non-vitros method. Patient, test event 1: tsh results 0.4220, 0.536 miu/l versus non-vitros tsh result 3.95 miu/l. Patient, test event 2: tsh result 0.030 miu/l versus non- vitros tsh result 1.33 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh results were not reported outside the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).